Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. All information reasonably known as of 19 may 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
The customer reported that a cortrak 2 enteral access system (eas) feeding tube was placed in (B)(6) 2025 and subsequently identified to be positioned in the mediastinum due to an alleged esophageal perforation. The tube initially appeared to be correctly placed and enteral feeding was initiated. The following day, the patient reportedly became increasingly ill and it was discovered that tube feeding had entered the mediastinum/body cavity. Feeding was stopped and the patient underwent surgery to wash out the tube feeding material. The patient was later reported to have returned to normal status.